Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17411. It was reported the pt's scs ipg was explanted due to pain while charging which resulted in the ipg being inoperable due to the pt having to charge in such intervals. It was also reported prior to explant, multiple reprogramming did not resolve the issue. Additionally, it was reported the pt currently experienced pain at the explant site.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.